Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using an ilet system experienced hyperglycemia with cgm and fingerstick readings in the 300¿400 mg/dl range, associated with suspected infusion site absorption failure at an inset 23" site; the patient disconnected from the pump, administered subcutaneous insulin by syringe in multiple doses totaling approximately eight to nine units, and later transitioned to monitoring with plans to change infusion supplies, with replacement sets shipped. Symptoms included nausea and headache, and the patient reported moderate ketones during the event. Outcomes included transient functional limitation with at-home management, no emergency care, and subsequent return of blood glucose toward target. Investigation included case review, user interview, and assessment of infusion site and supply change. Investigation of this case revealed a likely infusion site failure with compromised absorption due to scar tissue, while the pump and associated components were not demonstrated to malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear but most consistent with infusion site performance and user-specific tissue factors rather than device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.